Event description:
The loop electrode snapped as energy was applied. Physician was using correct energy settings and this happened immediately as it was activated. (B)(6) was performing an lsh and it was time for the loop to be used in the case, the dr using the loop inserted the loop in the pt. She positioned the loop and then fired it, there was a spark and the loop broke in half. There was no manipulator in at all. The pt didn't suffer any injury from this.

Manufacturer narrative:
It would be useful to have some add'l details from the customer regarding how the device was used in the surgery, if there were any changes of the loop shape before or during the operation. However, most possible reason of the loop break is bending of the wire in a way that it didn't stand the pressure and the heat at the same time. Wire broke because there could be a need to rotate the loop and put more tension on it during surgery to finish it successfully.